Manufacturer narrative:
Brand name, procode, manufacturer name, city and state, lot #, PMA/510k: this report is for an unknown plates: proximal tibia plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter occupation: reporter is a j&j employee. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR and device manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, surgeon was performing a revision of a tibial plateau tomorrow. Nail removal of synthes proximal tibial plate. The revision surgery is happening tomorrow, (B)(6) 2022. This report is for one (1) unk - plates: proximal tibia plate. This is report 1 of 1 for complaint (B)(4).